Manufacturer narrative:
(Corrected data): patient's date of birth was unintendedly excluded in the initial report. This report contains missing information.

Event description:
Additional information received identified the patient's incision site was healing.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced an infection located at the ipg site. In turn, the patient was prescribed oral antibiotics. Later, the patient underwent surgical intervention wherein the ipg was explanted. Reportedly, the patient was discharged with oral antibiotics.